Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. High bg cause was unknown. Customer gave a manual injection to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.